Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main 6 cubie drawer failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and barcode scanner was failed. A field service engineer found that the latch inseparable was missing the magnet, replaced the latch inseparable and tested the barcode scanner at the station, observed that the scanner was functioning intermittently, removed the scanner cable and replaced it. Then had the customer test the scanner by scanning medication to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.